Event description:
Healthcare professional reported left side rupture. Physician further confirms patient reports "the rupture has caused a swelling of an axillary lymph node which creates discomfort in arm movements". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Physician further confirms patient reports "the rupture has caused a swelling of an axillary lymph node which creates discomfort in arm movements".

Manufacturer narrative:
Device analysis:visual analysis of the photographs identified yellow particle material on the shell and an opening on radius side.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.